Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed the sheath shaft was curved. The liner was unexpanded but lifted 2 cm in length from the strain relief. There were scratches along the sheath shaft high-density polyethylene (hdpe). The distal tip was prematurely opened and split. There was imagery received for evaluation. Per review of the imagery, the distal tip was observed to be split. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. In this case, the difficulty introducing the esheath+ and esheath+ distal tip split were confirmed based on the evaluation of the returned device and provided imagery. The available information suggests that patient factors (calcification) likely contributed to the insertion difficulty, while patient factors (calcification) and/or procedural factors (device manipulation) likely contributed to the distal tip split, as it was reported that the patient presented with a challenging anatomy. Also, scratches were observed on the returned device which are indicative for the presence of calcification. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Scratches observed on the sheath shaft/introducer can be indicative of the presence of vessel calcification. Also, a tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. Kinks or curvature along the sheath shaft/introducer can be indicative of the presence of vessel tortuosity. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. If the sheath is introduced through a challenging pathway, it is possible that the operator may apply additional device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip, sheath shaft and/or introducer damage if compounded with challenging anatomical factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in croatia, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, resistance was noted during insertion of the 14fr esheath+ into the patient. The distal tip was observed to be damaged, likely due to challenging anatomy. To manage the anatomy, the wire was changed to another stiffer wire and a new esheath+ was introduced. The procedure proceeded successfully. There was no patient injury, and the patient was noted to be stable post procedure. Imagery of the esheath+ was provided for evaluation. Per imagery review, the distal tip was observed to be split.